Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within a 2.5 cm stricture in the left primary bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has lung cancer and was intubated using an endotracheal tube for the procedure. The patient's anatomy was dilated using an 8-10 mm c.r.e. Balloon prior to the stent placement. No visible damage was noted to the device. During the procedure, the physician attempted to deploy the stent, but encountered difficulties in releasing the suture as it would not release past the proximal radiopaque marker band. Another attempt was made to release the suture; however, it was noticed that the stent was positioned "to the front side" of the target site. Subsequently, the physician pulled the partially deployed stent into the endotracheal tube to safely remove the device from the patient; however, the stent prematurely deployed within the endotracheal tube. Reportedly, the physician used straight grasping forceps to remove the stent from the patient. A second ultraflex tracheobronchial covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within a 2.5 cm stricture in the left primary bronchus on (B)(6) 2012, during a stent placement procedure. According to the complainant, the patient has lung cancer and was intubated using an endotracheal tube for the procedure. The patient's anatomy was dilated using an 8-10 mm c.r.e. Balloon prior to the stent placement. No visible damage was noted to the device. During the procedure, the physician attempted to deploy the stent, but encountered difficulties in releasing the suture as it would not release past the proximal radiopaque marker band. Another attempt was made to release the suture; however, it was noticed that the stent was positioned "to the front side" of the target site. Subsequently, the physician pulled the partially deployed stent into the endotracheal tube to safely remove the device from the patient; however, the stent prematurely deployed within the endotracheal tube. Reportedly, the physician used straight grasping forceps to remove the stent from the patient. A second ultraflex tracheobronchial covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed and was returned with the device for evaluation. No issues were noted with the profile of the deployed stent. The tip of the device was missing; it appeared to have been cut from the distal end of the stent delivery system. It was noted that the shaft of the delivery system was kinked at 84 mm proximal to the where the tip had detached from the shaft. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Manufacturer narrative:
A preliminary analysis of the returned device revealed that the tip was detached from the shaft.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within a 2.5 cm stricture in the left primary bronchus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient has lung cancer and was intubated using an endotracheal tube for the procedure. The patient's anatomy was dilated using an 8-10 mm c.r.e. Balloon prior to the stent placement. No visible damage was noted to the device. During the procedure, the physician attempted to deploy the stent, but encountered difficulties in releasing the suture as it would not release past the proximal radiopaque marker band. Another attempt was made to release the suture; however, it was noticed that the stent was positioned "to the front side" of the target site. Subsequently, the physician pulled the partially deployed stent into the endotracheal tube to safely remove the device from the patient; however, the stent prematurely deployed within the endotracheal tube. Reportedly, the physician used straight grasping forceps to remove the stent from the patient. A second ultraflex tracheobronchial covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported issue of stent partially deployed. (B)(4) for the reported issue of stent deployed prematurely. (B)(4) for the reported issue of stent positioning/placement problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.